Event description:
It was reported, during an implant attempt, the physician was unable to extend the helix or pass the style, positioning difficulties encountered. Consequently, this device was not implanted. No patient complications have been reported as a result of this event. Implant attempt - unable to extend helix or pass stylet, positioning difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was received with the helix fully retracted and the distal conductor distorted and fractured (overstress) within the connector. The lead was stretched so the inner tubing buckled and prevented the helix from functioning properly. Electrical testing to determine continuity of the conductor(s) passed.